Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously depressed sodium (na) result on a patient sample obtained on an atellica ch 930 analyzer. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data files and the information provided by the customer. Calibration and quality control (qc) recovery was within the customer¿s expected ranges, indicating that the sodium (na) assay was performing acceptably. Hsc concluded that the cause of the event was consistent with a sample integrity issue, due to the presence of fibrin in the sample that was aspirated on the initial aspiration, causing a decreased sample volume to be aspirated, thus causing the lower sodium recovery. The initial aspiration cleared the fibrin from the sample, and repeated aspirations were not affected. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
The customer reported to siemens that they obtained an erroneously depressed sodium (na) result on a patient sample using an atellica ch 930 analyzer. The erroneously depressed patient result was not reported to the physician(s). The same sample was reprocessed on an alternate atellica ch 930 analyzer and the original atellica ch 930 analyzer. The reprocessed results recovered higher, matching the patient¿s history and were considered correct. The result from the alternate atellica ch 930 analyzer was reported as the correct result to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed sodium (na) result.